Manufacturer narrative:
Follow up information was received from the customer on (B)(6) 2016 stating that the customer was unable to load insulin into the original cartridge. The customer was able to successfully fill a second cartridge. There was no impact to the customer's blood glucose (bg) level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling a cartridge and the needle plunger became bent. It was indicated that the customer would use another needle with the same cartridge to load insulin.

Manufacturer narrative:
.